Event description:
Reported due to infection. The physician achieved arteriotomy closure with the perclose, proglide device following a diagnostic procedure. In 2004, the pt reported to the primary care physician that the "incision site has an infection." Unspecified cultures were obtained and revealed "staphylococcus." The pt was admitted to the hospital on an unspecified date, and was placed on an unspecified intravenous antibiotic. The pt was discharged with "no complications." Although requested, no additional information was provided.